Event description:
It was reported that the patient presented for remoted for up via merlin.net with non-sustained right ventricular over-sensing recorded by the implantable cardioverter defibrillator. The episodes were caused by potential under-sensing of ventricular fibrillation. The patient was also reported to have expired. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.